Manufacturer narrative:
Analysis and results: there are three previous complaints of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 2 open samples with the needle detached from the thread, and the thread is still wound on the pack. Without any closed sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are previous complaints of this code-batch regarding the same issue and the two defective samples received, we consider this complaint to be confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: considering that the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and that there are previous complaints regarding the same issue for this code-batch, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that there was a separation of the needle before the procedure. No further information has been received.